Event description:
It was reported that the lead was attempted but not used as it "failed to implant" during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies were found, however blood was noted on the distal electrode; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.